Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-50, serial number: (B)(6), batch/lot number: 7174720, model/catalog description: linear st lead kit 50 cm, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient was experiencing pain in her leg the next day after their spinal cord stimulator (scs) implant procedure. The physician does not believe the issue is related to the scs device and suspects that a nerve may have been contacted during the lead placement. The patient was admitted to the hospital and was prescribed with pain medication. The patient is now doing better.